Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the trek rx instructions for use, states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported balloon rupture appears to be related to user error and circumstances of the procedure. The reported physical resistance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification in the distal left anterior descending (lad) artery. The 2.0 x 12 mm mini trek balloon catheter was soaked and prepped prior to use. The mini trek was advanced to the target lesion with moderate resistance for pre-dilatation, but the balloon ruptured at 18 atmospheres. Another trek balloon catheter was used to complete pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.